Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power disconnect alarms and a damaged black power cable on the system controller was not confirmed. There were no photos or log files submitted for review. The system controller, serial (B)(6), was not returned for analysis. The provided information stated that this controller was replaced with controller (B)(6) because the black cable was faulty and triggered power cable disconnect alarms. Additional information provided stated that there were no log files available. They tried changing all external sources of power and ruled out all other equipment, so the controller was consequently exchanged. The controller is several years old with significant wear and tear and will not be returned. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms including power cable disconnect alarms. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's primary system controller was exchanged and discarded, as the patient was having power cable disconnect alarms on new battery clips and full batteries, which was determined to be due to a faulty black power cable. The alarms were reproduced in clinic by manipulating the black power cable, and the system controller was noted to have significant wear.